Event description:
It was reported that the patient experienced recurring incontinence with this artificial urinary sphincter. The physician suspected that an urethral atrophy caused the cuff not being the correct size for the patient anymore; therefore, the device was removed and replaced. There were no further patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.